Event description:
It was reported that during a right shoulder rotator cuff tear procedure, when the tendon anchors were implantation, two tendon anchors could not be removed from the body, they were left unsecured floating in the patient anatomy. It is unknown how was the procedure completed. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the information provided no clinical factors were found which would have contributed to the reported event and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time.